Manufacturer narrative:
The pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. There was no excessive no delivery error alarm noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer's mother reported via phone call of issues with no delivery on the customer's insulin pump. The mother states the customer is currently in the hospital for diabetic ketoacidosis and high blood glucose level of 942mg/dl. The customer was treated with insulin drip. The customer states the doctor believes the pump would need to be replaced. The customer was not able to troubleshoot at the time of call due to being in the hospital. The pump is being replaced and returned without troubleshoot per the customer's request.

Manufacturer narrative:
The pump passed the delivery accuracy test.